Event description:
Consumer reported complaint for erratic blood glucose test results. The customer called concerned with test results from back to back blood test results of 108 and 199 mg/dl. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 139 mg/dl and 132 mg/dl using true metrix air meter. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/28/2027 and per the customer the open vial date is two weeks ago. The meter memory was reviewed for previous test result history: result 1: 108 mg/dl date: (B)(6) 2025 time: 9:29 fasting am result 2: 199 mg/dl date: (B)(6) 2025 time: 9:21am fasting am result 3: 147 mg/dl date: (B)(6) 2025 time: 8:36pm unknown result 4: 141 mg/dl date: (B)(6) 2025 time: 10:36pm fasting pm. Result 5: 137 mg/dl date: (B)(6) 2025 time: 12:31pm unknown.

Manufacturer narrative:
Internal report reference number:(B)(4). Test strips were not returned for evaluation. Meter was returned- reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-062: user had poor technique note: manufacturer contacted customer in a follow-up call on 13-jan-2026 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products